Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that he helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix bent. No further helix function test possible.

Event description:
It was reported that during the implant procedure, the helices on two right ventricular lead did not extend. Another lead was used to completed the procedure. No patient complications have been reported as a result of this event.